Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have ben no other complaints reported in the lot number. Addition information was requested on 01/22/2010, 021/10/2010, and 02/11/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she had noticed shadowing around letters at distance and near, has difficulty driving at night due to halos around lights, and has difficulty reading in low lighting conditions. The surgeon prescribed glasses for her to wear while driving at night and eye drops. These measures have "been of little help". The consumer reported that overall she is very satisfied with her vision, because prior to surgery she had binocular vision and was wearing prism glasses. Now her double vision is monocular, but tolerable. The consumer reported that a yag laser procedure had been performed due to posterior capsule opacification. The consumer spoke with her physician who feels her issues are related to dry eyes and eye fatigue. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.